Manufacturer narrative:
(B)(4). The patient¿s date of birth was not provided; however, they were reported to have been born in 1947. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not deliver all of its contents. This occurred during infusion. The device had approximately 10% of its solution remaining after an unreported length of infusion. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.